Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, during device preparation for a transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, after preparing the introducer and flushing the 16fr esheath, the introducer was inserted into the esheath and an unusual scratching was noticed in the esheath. After further assessment, a transparent coating was noted on the introducer. The esheath was not used and a new esheath was prepared for the procedure. The procedure then proceeded and the valve was implanted successfully in the patient. The patient outcome was good. The device was returned for evaluation. Evaluation of the returned device revealed there was dry hydrophilic coating visible on the sheath shaft.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed the sheath liner was unexpanded and the distal tip was unopened. Prior to the device being decontaminated, the presence of foreign material on the introducer was unable to be confirmed. After the device was decontaminated, there was no foreign material and/or abnormalities observed on the hemostasis valves upon sheath hub disassembly. There was also no foreign material and/or abnormalities observed inside the sheath inner lumen after the sheath shaft was cut. It was noted that there was contamination adhering to the surface of the introducer shaft. This was likely due to device use (e.g. Hydrophilic coating displacement/accumulation). There were no additional surface defects noted on the introducer shaft including any rough features and/or protrusions. There was imagery of the device provided for evaluation. A review of the provided device imagery noted there was transparent material residue on the introducer shaft. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the sheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the material that was noted on the device was confirmed based on the provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the event. A review of the IFU/training materials revealed no deficiencies. As reported, after preparing the introducer and flushing the 16fr esheath, the introducer was inserted into the esheath, and an unusual scratching was noticed in the esheath. After further assessment, a transparent coating was noted on the introducer. Based on the provided device imagery, it is possible that the material noted on the introducer surface could have been silicone, which could have gotten displaced from the sheath housing upon introducer insertion. However, the identity of the material could not be confirmed. Therefore, the presence of a manufacturing non-conformance was unable to be confirmed. The reported "unusual scratching" implies presence of surface defects (e.g. Roughness, protrusions, etc.) On the introducer shaft, which could create physical interactions between the introducer and inner sheath shaft lumen. Visual examination of the return device after it was decontaminated did not reveal any surface roughness on the introducer or indentation marks within the sheath shaft lumen that would account for the reported "scratching effect." As such, the reason for the reported scratching is unknown at this time. Although a definitive root cause was unable to be determined at this time, an awareness communication was performed as a pre-cautionary measure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.